Event description:
Ophthalmic grade c3f8 gas markedly elevated iop for several days post-op despite gas removal. Patient had no light perception next day (post-op day #1). Reports that elevated iop is due to gas bubble. Interior chamber very swollen, no bleeding, no nitrous oxide used during surgery. Experienced nurses convinced they drew up 14% c3f8 properly.